Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has a critical alarm tone while turned off. There was no patient involved.

Manufacturer narrative:
Updated field: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation finding, component codes, investigation conclusion), h11. Corrected field: d4 (UDI). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to test the unit with no issues. The fse confirmed the alarm in the logs. The fse replaced the solenoid driver board as a precaution. The unit passed all functional and safety tests and was returned to customer. The failure analysis and testing dept. Received the following parts associated with this complaint: part solenoid driver board part was received with a reported failure of code 118 sol wdt and the board was replaced as a precaution due to fluid ingress. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed on the board. Sending the board to the supplier for failure analysis per procedure number (B)(6) rev. Ar. Failure analysis received from the supplier for part. They stated: 1. Perform visual check. Result: no abnormalities found. 2. Board was re-tested at fct. Result: passed. Results at inspection and test is good and no abnormalities was detected. Board was ndf. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Ar. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a